Event description:
It was reported that the patient presented with inappropriate automatic mode switch due to far r-wave over-sensing found exhibited on the implantable cardioverter defibrillator. Programming changes were made. There were no patient consequences.